Event description:
It was initially reported by the pt that she had her right side of the face paralyzed right after the vns surgery. She woke up the next morning after her vns surgery and her family noticed that. No additional information was given by the pt. F/u with the surgeon's nurse revealed that the pt never complained to her about it. They saw her after the initial surgery, but pt never complained to them about it and she was surprised as to why the pt was complaining about it after 3 years of surgery. She stated that the pt has brain abscess and a lot of other medical issues, not related to vns, and she believes that if the paralysis is existing then it could be due to her brain abscess. Nurse also stated that the pt has psychological problems and this may be something to do with that. She also stated that the pt was recently scheduled for a prophylactic battery replacement surgery, but it got cancelled as the surgeon didn't want to operate on her with her brain abscess problems.